Event description:
It was reported that the patient developed an infection on both ipg and lead site following a revision procedure (MFR. Report no. 3006630150-2023-05573). Symptoms of extreme swelling, redness and discharge were noted at the incision sites. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks following the revision procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial:(B)(6), batch: 7094260/7094087.

Event description:
It was reported that the patient developed an infection on both ipg and lead site following a revision procedure (MFR. Report no. 3006630150-2023-05573). Symptoms of extreme swelling, redness and discharge were noted at the incision sites. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure wherein all device components were removed.